Manufacturer narrative:
The insulin pump passed operating currents, unexpected restart error test, displacement test, but compromised force sensor error alarm during the basic occlusion test due to a loose/protruded drive support disk. The occlusion, prime/compromised force sensor error, and excessive no delivery tests were unable to be performed due to a compromised force sensor error alarm. No moisture damage on button noted. The unit was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, a broken belt clip slot, and cracked battery tube threads.

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during the manual prime process; however it stopped leaking when she pressed the act button. Customer also reported that the drive support cap was sticking out. Customer reported that the insulin pump dropped from her belt clip. The blood glucose reading was unknown. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.